Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an adverse event was reported. The patient¿s wife stated she found the patient unconscious, sweating and drooling on the couch with the continuous glucose monitoring (cgm) reading 43 mg/dl and alerting. She called emergency medical technician¿s (emts) when she could not wake him and when they arrived, they treated the patient with a bag of sugar water via intravenous (IV) therapy. After the patient¿s blood glucose was brought up to 113 mg/dl, the emts left and the patient¿s spouse provided the patient with two sandwiches. While making dinner, the patient¿s spouse stated that she noticed his blood glucose had dropped down to 57 mg/dl. There was no allegation against the dexcom system as the device was working as intended. The patient¿s spouse was calling in regarding the receiver not holding charge at the time of call. At the time of contact, the patient was doing well. No additional patient or event information is available.